Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade IV."

Event description:
Healthcare provider reported a right side capsular contracture baker grade IV. The device has been explanted.

Event description:
Healthcare professional additionally reported right side device "found to be textured when explanted" and observed "any creases".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, opening, crease fold, wear abrasion and white calcification in the surface of the shell. A microscopic analysis was performed which identify striated opening in the anterior. Two striated opening in the anterior and posterior side assessed as surgical damage.